Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the stomach, the reload stopped firing about one-third of the way and was then indicated to open the jaws. A new reload of the same type was used with the same handle and adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) sigadaptxl, sig power sigadaptxl linear xl adapter, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.